Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high hemoglobin a1c results for an unknown number of patient samples. Data was provided for 2 patient samples. The repeat testing was performed on another cobas c513 analyzer. Patient 1 initial result was 12% and the repeat result on (B)(6) 2017 was 5.3%. Patient 2 initial result on (B)(6) 2017 was 9.0% and the repeat result on (B)(6) 2017 was 5.4%. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was an obstruction in lines to a valve. He flushed the valve and line. He verified the alignments and dispense were to specifications. The customer successfully ran calibration and controls with results near mean values.

Manufacturer narrative:
The reagent lot number was 21196501 with an expiration date of 31-aug-2018.